Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the right ventricle. It was noted that the lead exhibited high thresholds. The operator pulled back and repositioned the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.